Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This smartablate¿ system rf generator (us) was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial (B)(4). Biosense webster manufacturer's reference (B)(4) has two complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered an esophageal fistula requiring surgical intervention. On post-procedure day 20, the patient returned to the facility via the emergency department with unspecified symptoms. An atrio-esophageal fistula was confirmed via x-ray with contrast. Patient required an esophageal stent. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient¿s condition has improved, as they have resumed oral dietary intake and will be discharged from the facility this week. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to the thermocool® smart touch® sf bi-directional navigation catheter. There were no errors reported on any biosense webster, inc. Products or equipment during the procedure. There is no information regarding generator parameters or settings at the time of injury, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the injury was not detected during the procedure. There is no information regarding esophageal injury prevention modalities. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Additional information was received on september 13, 2018. The physician was a new user to smart touch sf catheter. Subsequently, the physician originally reported that it is possible that the patient adverse event may have been related to the catheter. It was confirmed that the physician has continued to use the smart touch sf catheter since the incident reported in this complaint without any issues. It was suspected that the physician was appropriately considering all possibilities in the potential for risk of patient adverse event, including the smart touch sf catheter, but has not felt that the smart touch sf catheter was the direct cause of the issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us). On post-procedure day 20, the patient returned to the facility via the emergency department with unspecified symptoms. An atrio-esophageal fistula was confirmed via x-ray with contrast. Patient required an esophageal stent. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient¿s condition has improved, as they have resumed oral dietary intake and will be discharged from the facility this week. Repair follow-up was performed and device was not shipped for service. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. No device problem found. Manufacturer¿s reference number: (B)(4).